Event description:
Reportedly, an MRI scan was performed on the patient's left shoulder. The patient reported a light sensation of pocket warming at the end of the MRI scan. No other clinical adverse events were observed and the feeling disappeared after 30 minutes. When the pacemaker was interrogated post-MRI scan, the electrical performances remained normal.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an MRI scan was performed on the patient's left shoulder. The patient reported a light sensation of pocket warming at the end of the MRI scan. No other clinical adverse events were observed and the feeling disappeared after 30 minutes. When the pacemaker was interrogated post-MRI scan, the electrical performances remained normal.